Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened and used sensor was inspected and one of the two sensors was found with a broken off cannula. The remaining sensor passed per specification and was found whole. No anomalies were noted on the needle that passed.

Event description:
It was reported that the customer had a hematoma at the site, pain at the site, and bleeding at the site, after insertion of the sensors in the customer's body. The customer was advised to discontinue use of the sensors and to return them for analysis and replacements. The customer's blood glucose value was unknown. No further information was provided.